Event description:
It was reported that during an ankle surgery at the user facility, the device was producing metallic dust. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported. It was reported by the staff at the user facility, that there was no danger of infection for the patient.

Manufacturer narrative:
The alleged failure could not be duplicated, however corrosion and mineral deposits were found within the device. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.